Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient initials: w.l. Patient height: 5 feet 6 inches. The device was received. The investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the inflation lumen and balloon, consistent with a leak while in the patient anatomy. The balloon was loosely folded. There was a radial cut in the outer member of the shaft, 1 mm proximal to the proximal balloon seal. The cut was smooth. The inner member was not cut. Factors that may contribute to a cut in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. The lesion characteristics were not provided in the case details which would have aided the investigation; however, there was no report of any leaks or damage to the product noted during visual inspection or preparation for use. Scanning electron microscopy determined the shaft failure may possibly be attributed to exposure conditions (e.g. Temperature and humidity of area where device is stored or procedural circumstances), mechanical damage, or processing (material used, laser seal). The majority of the separated ends revealed smooth smeared features with mechanical damage and slight tearing. The slight step portion of the separation revealed stretched material and tearing (possibly related to the analysis by the returned goods lab). There was no evidence of significant necking or wall thinning at the separation observed. It could not be determined whether the failure was only through the outer shaft or at the proximal end of the proximal seal. The outer surface of both the shaft and balloon exhibited longitudinal surface cracks at intersecting ends. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A conclusive cause could not be determined for the cut in the proximal seal for the powersail balloon. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the powersail was inserted to post-dilate the 3.0 x 12 xience v rx that had been implanted in the proximal right coronary artery, when blood immediately went into the powersail balloon. The powersail had not yet reached the target lesion and was not inflated. There was no resistance during insertion or removal of the powersail. Another powersail was used to postdilate the xience with no further incident. There were no adverse patient effects. During preparation of the powersail, the powersail was soaked in heparinized saline, was wiped, and negative pressure was applied. There was no additional information provided.